Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving calibration error and change sensor alerts. He also reported that the sensor readings were inaccurate. The blood glucose reading was 170 mg/dl. Nothing further was reported.